Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: without a lot number, the device history record review could not be requested. H6: investigation summary: investigation site: cq zuchwil. Selected flow: device interaction/functional. Visual inspection: the inspection of the screw has shown that the thread flanks of the shaft are slightly deformed and that the thread flanks at the locking head are partially flattened. There are burrs at all damages visible. Functional testing: a functional test cannot be performed as the screw is in the received condition with the deformed thread flanks at the locking head not functional anymore. The damaged thread would not lock in a plate in this condition and it is likely the the screw would be spinning freely as complained. Dimensional inspection: the relevant dimensions cannot be verified anymore due to the damages at the threads. Document/drawing review: the lot number of the device was not provided, therefore no review of the device history records is possible. The part number of the used plate was not provided, therefore the surgical technique cannot be reviewed. In general is there no indication for a design related issue, all damages at the received screws occurred post-manufacturing and are use related. Investigation conclusion: the complaint is rated as confirmed because of the damaged threads, due to these damages a proper function of the screw is not given anymore. The damage at the shaft indicates that there was a contact between the.

Manufacturer narrative:
Additional procode: hrs. Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an ankle open reduction internal fixation procedure, the 2.7mm va locking screws would not lock into the va-lcp distal fibula plate. The screw was inserted and the head spun freely in the plate without engaging. There was a surgical delay of approximately thirty (30) minutes. The surgeon replaced the screws with cortical screws but fixation was no optimal. There was patient consequence. Concomitant device reported: unknown drill bit (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 14mm. This is report 5 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: 2.7mm va lck screw slf-tap (part number 02.211.014, lot unknown, quantity 2), 2.7mm va lck screw slf-tap (part number 02.211.016, lot unknown, quantity 2), plates: trauma (part number unknown, lot unknown, quantity 1), drill bit (part number unknown, lot unknown, quantity unknown).